Event description:
The end user states the chair, when received initially, has never been programmed and has veered to one side with damaged shrouds and bald tires. He states the chair has put holes in his walls and damaged 2 cars in his parking lot due to the veering intermittently. He states he lives in a retirement home and the chair does the intermittent veering in the hall.